Manufacturer narrative:
DHR review: the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection noted the the micro switch arm was broken off. The complaint was confirmed. What caused this condition could not be established. The micro switch was replaced and preventative maintenance performed. The device passed functional testing after the completed repairs.

Event description:
It was reported that the disposal switch broke of and is missing. It was stated this was "not human error". Patient involvement is unknown.